Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted approximately 2 months post implant due to z-syndrome. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the optic has been torn or cut in half. One haptic plate is attached to each piece of the optic. Functional and dimensional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Event description:
Additional information: it was reported that the lens was explanted due to "mechanical complications of iol, z-syndrome, malposition of iol." The vaulting was noted 6 weeks post lens implant. The patient noticed a decrease in vision. The surgeon indicated the likely cause of the event is "lens design in a capacious bag." The patient's current status is "excellent".